Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that shortly after the device changeout, the lead integrity alert (lia) triggered due to increasing, varying, and high impedances on the right ventricular (rv) lead. A pin connection issue was suspected; however, an x-ray was inconclusive in assessing whether the pin was fully inserted into the device. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that shortly after the device changeout, the lead integrity alert (lia) triggered due to increasing, varying, and high impedances on the right ventricular (rv) lead. A pin connection issue was suspected; however, an x-ray was inconclusive in assessing whether the pin was fully inserted into the device. The lead was explanted and replaced. It was further reported that the lead had a potential conductor failure. No patient complications have been reported as a result of this event.